Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a loss of connection with an unknown length of time occurred. Data investigation completed on (B)(6) 2019 confirmed signal loss for over an hour.the probable cause was determined to be no communication gap in logs. No additional event or patient information is available.